Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostics revealed high impedance. The patient¿s device showed normal device function at the last office visit in (B)(6) 2014. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The patient was sent for x-rays. No known surgical interventions have occurred to date.